Manufacturer narrative:
The device has been received at the manufacturer for testing. A follow-up report will be made once the investigation has been completed.

Event description:
It was reported that there were metal shavings coming out of the device during testing. There was no pt involvement and no adverse consequences reported.